Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted (B)(6) 2016; 4968-35 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert for high sensing integrity counter (sic) on the right ventricular (rv) lead and a non-sustained high rate episode. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv lead had a suspected fracture and the cardiac resynchronization therapy defibrillator (crt-d) was also suspected of having a noise issue. The rv lead was capped and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The additional information was previously submitted in regulatory report: 2649622-2018-10948. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the high sic on the rv lead was due to oversensing of noise and the alerts continued to show on interrogation reports.